Event description:
Per information provided: ni-ni-ni ¿ patient had recurrent umbilical hernia thereby underwent repair with implant of ventralex mesh (device 1) (mrr) (note : there is no operative notes provided for this procedure in medical records). On (B)(6) 2006 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of sepramesh ip mesh (device 2). Per operative notes, ¿ through the previous scar, the hernia in the umbilical region in left lower quadrant was reduced. The prior ventralex mesh (device 1) appeared to be incorporated into abdominal tissue and a piece of sepramesh ip mesh (device 1) was placed and secured with sutures in abdominal wall and positioned over the hernia using sutures and tacks. The fascia was closed and secured with sutures.¿ (ppf/mrr). On(B)(6) 2006 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device 3). Per operative notes, ¿ multiple adhesions were noted within abdomen and particularly around the umbilicus. These adhesions were taken down. The umbilical hernia was reduced and another ventralex mesh (device 2) was placed over the umbilical hernia with screws and tacked the graft to the anterior abdominal wall. The fascia was closed secured with sutures.¿ (ppf/mrr). Ni-ni-ni ¿ patient had hernia repair thereby underwent repair with implant of ventralex st mesh (device 4) (mrr) (note : there is no operative note provided for this procedure in medical records).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 1). Additional supplemental emdrs were submitted to represent the sepramesh ip mesh (device 2) and ventralex mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.